Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead triggered an out-of-range / low impedance alert when the rv tip-to-rv coil pacing impedance level fell below the programmed lower alert threshold. Reprogramming was completed at that time. The patient was assessed at the one week follow up and the physician chose to remove and replace the lead due to low impedance and low r-wave sensing since implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that only the overlay tubing appeared to be cut. No insulation or blood ingression in the insulation was noted. If information is provided in the future, a supplemental report will be issued.